Manufacturer narrative:
This product is not marketed in the us. Device evaluation: the rod passed iol and remained inside the injector as reported. Volume of used viscoelastic material appeared to be appropriate. No similar complaint type events were reported for units within the same lot. Device history record (DHR) review: the serial was certified by coc issued by manufacturer without any irregularities. There were no irregularity found at sj's visual incoming inspection. (B)(4).

Event description:
The reporter indicated that when handling the rod of a ks-ni2, 13.0 diopter, intraocular lens the rod passed above/below lens and was blocked. No patient contact.